Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced no auditory alert. Patient reported inserting a sensor wire on the evening of (B)(6) 2014 and later calibrated device. Patient's husband reported attempting to wake patient but found patient unresponsive. Patient's husband attempted to give patient glucose tab, but patient was unable to ingest tab. Patient's husband reported contacting paramedics around 2:30 am (B)(6) 2014. Paramedics administered dextrose 50 to patient and proceeded to transport patient to the hospital. Upon arrival at the hospital, patient was admitted to ER and given dextrose 50. At the time of the call, patient reported feeling better. Dexcom has issued an rga for patient to return their device to be investigated. No further medical intervention was necessary.